Event description:
Event description cpi received information that this endotak c transvenous lead (0074) was removed from service due to pacing and sensing problems on 11-27-96. An invasive procedure was performed to remove the lead, and add a new endotak dsp lead (0125). Cpi has received information that on 01-29-98 the rate sensing portion of this endotak dsp lead (0125) was removed from service and capped, due to oversensing and inappropriate shocks caused from insulation damage. The high voltage portion of this lead remains active. Another rate sensing lead was implanted.